Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/13/2015 with the following findings: there were pump reboots observed in the black box following a replace cartridge alarm. The pump was exercised for 24 hours with no reboots, loss of power or call service alarms duplicated. Unrelated to the original complaint, the returned battery cap was unable to fully tighten due to damaged threads. The caps¿ measured within specifications. The battery compartment was cracked. Also unrelated, the display was dim and discolored. The pump¿s case was removed and there was no evidence of moisture or loose components inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.